Event description:
It was reported that the ventilator generated a technical error code indicating a communication error. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was claimed that the ventilator generated a technical error code indicating a communication error. The issue was reportable as this situation points at stop of ventilation. There was no patient harm. Identification of issue has been done by analyzing problem description, service report and device¿s logs. Based on technician statement, the defective control circuit board was replaced. The defective part was not available for further analyze. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).